Manufacturer narrative:
The fse found an error code 3125 in the device history log. The device was repaired by replacing the sensor, air/exhalation flow.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the o2 & air delivery test failed and the tidal volume is not showing properly during case. There was patient involvement, but no harm as result was reported.